Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had seen out of regulation (oor) message on the patient programmer. It was reviewed how to bypass the oor but the patient still saw the oor, so she left the ins off. The patient indicated that she spoke with a manufacturer representative (rep) and it was suggested that she charge the ins and would meet up with someone the following day to address the issue. The patient was scheduled to meet up with a rep on (B)(6) 2016. Additional information was received from the rep. It was reported that the patient was seen by a rep who confirmed that the patient had several electrodes on the lead with high impedance measurements. The rep adjusted programming to improve coverage of stimulation. The patient was to try that until her next follow-up with her physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.